Manufacturer narrative:
H.6. Investigation summary : bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that the caps were falling off with a bd vacutainer® serum / cat blood collection tubes. This occurred on 3 separate occasions during use, however, the patient information is unknown. The following information was provided by the initial reporter, translated from japanese to english: this product is used for transfusion testing. When a hcp covered a blood-containing tube with a cap and held it, the tube was about to fall.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the caps were falling off with a bd vacutainer® serum / cat blood collection tubes. This occurred on 3 separate occasions during use, however, the patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: this product is used for transfusion testing. When a hcp covered a blood-containing tube with a cap and held it, the tube was about to fall.